Event description:
It was reported that during an acl reconstruction surgery, when the package of the footprint anchor was opened, the black rotating part was damaged, unable to lock the suture passing through the anchor hole, and there was no screw in prompt sound. The device was not used in the patient and the procedure was successfully completed in the same bone hole without significant delay using a back-up device in the same bone hole. No patient injury or other complications were reported. The results of investigation indicate that there are fragments of the anchor missing; in addition, the anchor is soiled with human matter, which indicates intraoperative use. Therefore, the complaint has been deemed as reportable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported 5.5mm footprint ultra pk suture anchor, used in treatment, has been returned for evaluation. Visual assessment of the device showed the anchor is free from the inserter and is damaged and is missing small fragments. The inner plug is missing its distal end and was not returned. The anchor is also soiled with human matter indicating it was used in the patient. Functional assessment confirmed the reported complaint of the torque limiter not functioning as intended. The torque limiters inner shaft has been drawn into the outer inserter shaft. The torque limiter knob was removed from the handle and the inner shaft was re-assembled, the torque limiter was then functionally assessed and was found to function as intended. The condition of the device indicates it was used in the patient, it also indicates that the torque limiter knob was rotated counter-clockwise in excess disabling the torque limiter resulting in the inability to lock down the suture. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.